Event description:
It was reported that the device was observed to be in hardware backup mode. Patient claimed receiving inappropriate high voltage therapy during dialysis and came in to get the device checked. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was found to be in reset mode, which occurred during therapy delivery. The shock delivery damaged the high voltage output transistors and the hybrid circuit. The low voltage circuitry tested normal on the automated test system. The damage to the high voltage circuitry can occur when high voltage is delivered into a low impedance, such as may be present if there is a lead anomaly.